Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately one year and one month two days later post port placement, the patient developed with sepsis due to port. The patient underwent subsequent removal of the port. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, medical record was provided for review. The medical record alleges that the patient underwent port placement procedure, using the powerport vue m.r.I. Implantable port, for, vascular access for optimal therapy. One year and one month and two days later the patient was diagnosed with sepsis. Later, on the same day, the patient underwent removal of the powerport. Therefore, it can be confirmed that the patient had experienced sepsis. However, the relationship to the port is unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, d4 (medical device expiration date, unique identifier (UDI) #), g3, h6 (method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a patient underwent a port placement procedure on (B)(6)2013. Approximately one year, one month and two days later, on (B)(6)-2014, the patient was diagnosed with sepsis due to port. It was further reported that, on the same day the patient underwent subsequent removal of the port. However, the current status of the patient was unknown.